Event description:
It was reported during device upgrade procedure, crosstalk and safety pacing were observed. The patient is pacing dependent. Device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.